Event description:
It was reported that a diagnostic anomaly was observed on the pacemaker on electrocardiograms (egms) whereby high ventricular rate episodes observed on remote transmissions on (B)(6) 2025, that were believed to be identical, had different durations. There were no reported patient symptoms or consequences.

Event description:
New information received notes there had been no other reported issues. The patient was just to continue being monitored remotely via a holter monitor. There were no symptoms or issues reported by the patient.